Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. The transvenous system remains implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced. It was noted that the patient had recently picked up a large dog and heard a pop. The physician believed there was more mobility of the s-ICD in the pocket possibly indicating that a suture on the device came loose. Subsequently an additional procedure was performed where the physician elected to implant a transvenous implantable cardioverter defibrillator (ICD) system. The s-ICD remains implanted in the patient with tachycardia therapy programmed off. No additional adverse patient effects were reported.